Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on approximately (B)(6) 2025 during a davinci xi etep and ¿shut down in middle of case¿. Per further assessment it was found that "there was a warning alarm and then deflation occurred quicker than normal according to staff...¿. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on approximately (B)(6) 2025 during a davinci xi etep and ¿shut down in middle of case¿. Per further assessment it was found that "there was a warning alarm and then deflation occurred quicker than normal according to staff...¿. There was no impact or injury for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device could not confirm the reported problem. Additional problems found that the unit had venting valve error, low pressure failure and compressor was refurbished. The unit was repaired, evaluation completed and final tested. The unit met all specifications. The preventive maintenance was overdue and completed as part of this repair order. The service history was reviewed, and no prior data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: an authorized service technician has to inspect and service the device at appropriate intervals to ensure the safety and functionality of the unit. The minimum service interval is two years, depending on frequency and duration of use. If the service interval is not maintained, the manufacturer does not assume any liability for the functional safety of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.